Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly, post atrial stimulation for atrial flutter. The device was programmed to its original settings. The patient would be monitored.